Manufacturer narrative:
Model/catalog#: 9733856: work order passed. No failure found. Model/catalog#: 9733627: the returned battery was connected to a known good ups and allowed to fully charge before testing. With a load applied consisting of a 500w lamp and under battery power the ups ran for almost six minutes before shutting down. With this load the ups should run for at least three minutes. No problem/failure found. Other relevant device(s) are: product ID: 9733627, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the cart was not holding charge when unplugged from the outlet. There was no patient present.